Event description:
It was reported that the generator received a footswitch error during the case. Both the max and min pedals were tired, causing the same error. The case was able to be finished with no pt consequence. After the case, a different footswitch cable was tried and worked. The footswitch cable was black. The footswitch cable is to be returned.